Manufacturer narrative:
While walking outdoors, the end user attempted to apply the brakes and the rollator kept moving. He lost his balance and fell. As a result of the fall, he fractured his knee and lost a tooth from his denture. The fracture is being treated with an immobilizer. The sample was returned and evaluated. Both brake mechanisms were not adjusted correctly, causing the brake levers not to come into full contact with the wheels when in the locked position. Both brake levers showed significant signs of wear at the point in which they come in contact with the wheels. This suggests the brakes were regularly being applied while moving the rollator. Both mechanisms were found to be misadjusted by overtightening the brake levers to the frame, causing the brake levers to be immobilized. No manufacturing defect was identified. The root cause for the reported brake issue was determined to be improper maintenance.

Event description:
The end user fell and fractured his knee when the brakes on the rollator did not hold.